Manufacturer narrative:
The evaluation of the event is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the gastrointestinal videoscope had debris in the channel. The issue was found during preparation for use of an unspecified diagnostic procedure. The procedure was completed with a similar device and there were no reports of delays or patient harm.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the device evaluation and the legal manufacturer's final investigation. Additional information added to field: h3 and h6. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 2 years since the subject device was manufactured. The device was returned to olympus for inspection, however the customer's complaint was not confirmed. Based on the results of the investigation, the foreign material could not be identified. There was no deviation from the instruction manual in the reprocessing procedure for areas where foreign matter remained. There was no physical damage observed where foreign matter remained. A definitive root cause could not be established. The event can be detected/prevented by following the instructions for use which state: -detection methods are written in instructions for use: gif-190 series operation manual: chapter 3 preparation and inspection. -prevention measures are written in instructions for use: gif-190 series reprocessing manual: chapter 5 reprocessing the endoscope. Olympus will continue to monitor field performance for this device.